Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.

Event description:
It was reported the system intermittently shut down. There is no report of death or serious injury.